Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device had been used for 10 years. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. The patient was stable and the event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the revision surgery was due to stress urinary incontinence from mechanical failure.